Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer reported the buttons on the device were not responding. Customer stated the backlight would only turn on. Customer changed the battery and the device alarmed button error. Customer was not sure what her blood glucose level was. Customer does not recall any significant event that may have caused keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.